Manufacturer narrative:
H6 medical device problem code a24 is no longer applicable to this record.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 43 year old male with an acute myocardial infarction and cardiogenic shock (pre support clinical state consistent with scai stage e) was supported with an impella cp placed percutaneously via the right femoral artery on (B)(6) 2026. Multiple failure modes were documented, including placement signal issue, hemolysis, limb ischemia, hemodynamic instability, and need for additional device. Based on available information, the reported alarms, suspected hemolysis, and limb ischemia concerns did not require immediate device exchange, and appropriate clinical assessments¿including imaging and support level adjustment¿were performed. Following escalation to impella 5.5, the medical team stated that prior clinical concerns were resolved. The patient remains on mechanical circulatory support, and no device related injury has been definitively attributed at this time. The impella cp will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange however the exchange was performed with no consequence to the patient and support was resumed without any known adverse events. The patient remains on support at the time of reporting.

Manufacturer narrative:
B1: added product problem, this was omitted in error in the initial report. Investigation summary hemolysis/mechanical interaction with blood: the cause of the hemolysis issue could not be determined without the returned product for investigation and sufficient clinical details, including data log. Ischemia/hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details.